Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was scheduled for a revision on (B)(6) 2014 and was currently in a rehab facility at the time of report. It was reported that the healthcare provider did not know the patient¿s current medical status. It was reported that there was a catheter problem. It was noted that the catheter will be replaced because they confirmed that it was not patent in dye study that was done in (B)(6). It was reported that the patient has been on oral baclofen since then. It was noted that the manufacturer¿s representative believed by the documentation that the patient presented with withdrawal in (B)(6) but it seems it was an ongoing issue. It was reported that the pump was ¿due for replacement¿.

Event description:
This event was also reported under manufacturer report #3007566237-2014-00477 [it was reported that, since the patient¿s implant, the patient¿s legs had been getting progressively worse. The patient had symptoms of leg stiffness, which started when the patient wa s diagnosed with multiple sclerosis in 2000. When the pump was implanted, the patient¿s legs got stiffer. In the past year and a half, it had gotten ¿really bad.¿ the patient became wheelchair bound. It started with a walker three to four years ago. The patient¿s daughter got nervous when the patient¿s legs stuck straight out. The patient got a new healthcare provider (hcp) and, about three weeks prior to this report, he felt the patient¿s legs and thought that the pump was not working. The hcp tried to pull cerebrospinal fluid (csf) to test it, and found that the pump was ¿bone dry¿. The patient¿s pump was filled 2 weeks prior to this. The hcp did not do any other type of diagnostics. The patient¿s pump was scheduled to be replaced at the beginning of march. The patient was ¿going back in¿ for a cat scan and a pre-admission. The patient should have been getting her pump filled on the report date. However, she opted not to have the hcp fill it. The patient was not on oral baclofen. She was not having any symptoms on the report date. The reporter questioned that, if the patient¿s pump had been empty and the patient had not been getting baclofen in months, what harm one more month would be. The device system was used to deliver baclofen.]. Any additional information received will be reported under this manufacturer report number (#3007566237-2014-00503). Additional information received reported on (B)(6) 2014 a device manufacturer representative was asked to attend a dye study that was performed that day. The patient had been referred to a health care provider (hcp) for a pump replacement due to the age of the pump. It was noted eri (elective replacement indicator) was at three months. The dye study was also requested because the patient¿s dose had gradually been increased to 1100 mcg per day and for the past couple of months her spasticity was ¿not as well controlled as it had been in the past.¿ at the time of the dye study, the device manufacturer representative interrogated the pump upon their arrival and found that the low and empty reservoir alarms had been activated. It was noted 27.2ml was dispensed since last updated. The device manufacturer representative noticed the printout had the low reservoir alarm date as (B)(6) 2014 which was the date of interrogation. The device manufacturer representative noted they would have expected the low reservoir alarm date to have occurred ¿a couple of weeks ago.¿ the last change had been (B)(6) 2014. The device manufacturer representative also assumed that was the last refill date as well. The patient had reported that she had heard the alarm in the past when the reservoir was low but did not hear it this time. The patient also reported ¿the same¿ increased spasticity that had been a problem over the past couple of months however the patient had not seemed to notice much of a difference in the past couple of weeks leading to the date of the dye study. The patient¿s daughter also reported a change in the patient¿s mental status. The dye study was attempted but it could not be done because the catheter could not be aspirated. The hcp concluded the catheter was not intrathecal and probably had not been intrathecal since the patient¿s complaints began a couple months prior. Since the patient was not able to receive intrathecal therapy the pump was not refilled. The patient was started on oral baclofen and discharged home. It was reported that the patient was to see a different hcp and would be scheduled for a catheter and pump replacement in the near future.

Event description:
It was reported that there was a catheter and pump problem. It was reported that the patient had decided to see a physician who was doing experimental work but was 50 miles away. Patient had been seeing a physician every six weeks to have pump filled. The doctor kept increasing the dose and ¿assumingly put more medicine in the system.¿ patient had multiple sclerosis. Since the implant it was stated that the patient¿s symptoms had been progressively getting worse. Symptoms included: stiffness in the legs which started when the patient was diagnosed with in 2000 (estimated). It was reported that the pump was placed in 2007 and since then the patients legs have gotten more and more stiff. It was reported that in the past 1 ½ years, it had gotten really bad. Patient started with walker 3 or 4 years ago and in the last 1 ½ years the patient had been wheelchair bound. It was reported that when patient would be nervous, their legs stick straight out. Patient found a new physician and about 3 weeks ago, the physician looked/felt patient¿s legs and thought the pump was not working. The pump had been filled two weeks prior. It was reported that the physician tried to pull cerebral spinal fluid (csf) to test it and found the pump was ¿bone dry.¿ the physician had said the pump was not working. No other testings¿ were done. Patients pump was scheduled to be changed at the beginning of (B)(6). It was reported that pump should be getting filled on day of report. Patient was not on oral baclofen and had opted not to have the physician fill their pump on day of report. It was reported that the patient had taken oral baclofen towards the beginning of their diagnosis but it had made the patient lethargic. It was reported that the patient was not having symptoms today.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter, product ID 8590-1, lot# n118153, implanted: 2007-(B)(6), product type accessory. (B)(4).